Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patients were not displayed in pyxis for medication removal, even after the station was rebooted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) attempted to request assistance to reactivate securelink access, as it was currently disabled. No further response or update was received from the customer despite follow-ups. With the user unresponsive, tss proceeded to close the case.